Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by an arthrex employee via email that an ar-1204af-95, flipcutter® ii, 9.5 mm bent after it flipped. This was detected during use in an acl reconstruction single bundle procedure on (B)(6) 2025. The procedure was completed successfully using a new flipcutter from the set itself.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.